Event description:
It was reported that the patient suffered from dizziness, and a holter ECG revealed pause episodes. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient status was reported to be good following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: no anomalies were found during the device implant time. Preliminary analysis did reveal a no output condition, which was found to be the result of lifted hybrid bond wires. However, analysis of the automatic lead diagnostic data found the atrial and ventricular leads measured an open in 2009, which was two days after the reported explant date.

Event description:
It was reported that the patient suffered from dizziness and a holter ECG revealed pause episodes. The device was explanted and replaced. No further patient complications have been reported as a result of this event.